Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead was difficult to insert into the device header. After shaving some of the sealing rings off, the lead was inserted and secured into the header.